Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported there was a type 1 endoleak nine days post stent graft implant. The physician elected to place a talent aortic cuff which successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results. Endoleak. Cause of type I endoleak unknown. Conclusion: cause of type I endoleak unknown. .